Event description:
The customer reported that there was a sealing deficiency that resulted in bleeding.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.